Manufacturer narrative:
Technical evaluation: all units were rec'd in their original packaging, unused. The packages show significant crush damage. The sterile pouch inside the package appears intact and there is no visible damage to anything internal to the pouch. Conclusion: the incident was confirmed as reported. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is being filed as part of the remediation action taken as per penumbra february 2010 update to the FDA warning letter dated december 31, 2009.

Event description:
Four devices were rec'd damaged. This MDR is associated with mdr3005168196-2010-00322, mdr3005168196-2010-00634, and mdr3005168196-2010-00636.